Manufacturer narrative:
The customer found a hole at the retic check valve cv252 fitting tubing. They pushed the tubing on further onto the fitting which fixed the leak. The device evaluated by manufacturer was changed to no, and 'device problem already known, no evaluation necessary' was selected as the explanation. The verbiage was updated to indicate that the customer repaired the instrument.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found a hole in the tubing at the retic check valve cv252. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the unicel dxh 800 coulter cellular analysis system. The volume of the leak was about 1 ml and was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.